Event description:
It was reported that heparin (25,000/250 ml, (100 units/ml) in a premixed bag was to infuse at 18 units/kg/hr (19.3 ml/hr) over 12.9 hours, however the infusion was completed in 2 hours. The patient was admitted with acute bilateral pulmonary emboli and was being treated with heparin as an anticoagulant. The patient began to decompensate and the physicians wanted to treat the patient with alteplase but due to a heparin anti-xa level >1.5, it was determined that alteplase was contraindicated at the time. The patient was taken to the special procedure area to administer a more localized, lower dose of alteplase; however the patient coded and was unable to be revived. Although the set was not saved, the pumps and medication were sequestered after the event.

Manufacturer narrative:
The customer's report of an overinfusion could not be confirmed. Physical inspection showed no anomalies. Functional testing showed no anomalies. The log analysis found the heparin infusion when programmed at the reported intended dosing of 18 units/kg/h (19.3ml/h) for over 12.9 hours was actually programmed at duration of only 10.38 hours due to the vtbi entered at 200ml not 250ml. The patient weight had been programmed at (B)(6) kg with a dosing at 12 and 14 unit/kg/h when the initial infusion of heparin had been started the night prior. A volume of 95.077ml was recorded to have infused while at this weight. The weight was changed to (B)(6) kg with the rate left unchanged. The weight change had the recalculated dose at 22.5047ml. This finding would be considered an over infusion of the medication to the patient since the patient¿s weight was later decreased to (B)(6) kg. A vtbi at 200ml was recorded having been entered three times within an approximate 24 hour period, with the last two entries occurring within the last 2.5 hours of usage; it could not be ascertained if actual bag changes had occurred. The recorded volume infused was only at 212.471ml. No existing malfunctions were found and the pump module infused within specifications during testing. The incident disposables were not sequestered for investigation. The root cause for the reported issue the patient had elevated heparin anti-xa level >1.5 is suspected to be the result of inaccurate programming of the patient¿s weight. A root cause for the report that the infusion had completed earlier than expected could not be identified during the investigation.

Event description:
It was reported that heparin (25,000/250 ml, (100 units/ml) in a premixed bag was to infuse at 18 units/kg/hr (19.3 ml/hr) over 12.9 hours, however the infusion was completed in 2 hours. The patient was admitted with acute bilateral pulmonary emboli and was being treated with heparin as an anticoagulant. The patient began to decompensate and the physicians wanted to treat the patient with alteplase but due to a heparin anti-xa level >1.5, it was determined that alteplase was contraindicated at that time. The patient was taken to the special procedure area to administer a more localized, lower dose of alteplase; however the patient coded and was unable to be revived. Although the set was not saved, the pumps and medication were sequestered after the event.

Manufacturer narrative:
Diagnosis of acute bilateral pulmonary emboli. Patient was 5'6" tall and (B)(6). The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that heparin (25,000/250 ml, (100 units/ml) in a premixed bag was to infuse at 18 units/kg/hr (19.3 ml/hr) over 12.9 hours, however the infusion was completed in 2 hours. The patient was admitted with acute bilateral pulmonary emboli and was being treated with heparin as an anticoagulant. The patient began to decompensate and the physicians wanted to treat the patient with alteplase but due to a heparin anti-xa level >1.5, it was determined that alteplase was contraindicated at that time. The patient was taken to the special procedure area to administer a more localized, lower dose of alteplase; however the patient coded and was unable to be revived. Although the set was not saved, the pumps and medication were sequestered after the event.